Event description:
It was reported that an occlusion alarm occurred. There was no adverse impact to the customer¿s blood glucose level. Reportedly, the customer will change the cartridge to resolve the occlusion.